Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: d10 device available for evaluation: yes.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found that the g8 instrument have not had preventive maintenance since (B)(6) 2014. The fse performed preventive maintenance on the g8 instrument. The fse replaced the line tubing on the injection valve in order to resolve the issue. The g8 was performing within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The service history review showed that four (4) calls have been made to the account regarding the instrument requiring preventive maintenance; however, each time the customer declined service. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages. When consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. The 102 pres limit over: the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. The 150 grad sensor error: explanation: the grad sensor on the pump malfunctioned. Countermeasure: check the grad sensor. The most probable cause of the reported event was due to an occluded sampling needle assembly.

Event description:
On (B)(6) 2018, a customer reported getting 102 pres limit over error and 150 grad sensor error messages with the g8 instrument. The customer requested service in order to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.